Event description:
It was reported that during a maxillary lefort one piece osteotomy procedure, the bur broke at the notch end. It was also reported that there were no adverse consequences as a result of this event. It was further reported the procedure was completed successfully with another bur.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed the bur was broken at the notch end where it fits into the handpiece. The returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed; no issues were identified which may have caused or contributed to this event. The root cause is undetermined.